Event description:
It was reported the patient was having surgical intervention of a lead being added to their system. It is unknown why the lead was added or the date of surgery.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information received identified that there is no alleged deficiency of the device, patient has not experienced a serious injury and new pain complaints will be treated with interventional pain procedures. Decision is not reportable.